Event description:
Consumer inserted the tampon and the clear plastic piece of the applicator remained inside her with the tampon and scratched her. The tampon and clear plastic portion of the applicator had to be removed by medical personnel.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.